Manufacturer narrative:
Philips service replaced the defective unit dig. Kv ma control and restored the device to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that fluoroscopy was failing and no x-ray exposure was available on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.